Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The charger boards were replaced and the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. The suspect charger boards have been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that the x ray charger boards 1 and 2 are damaged on the imaging system. There was no delay to procedure as no patient was present when this issue was observed.

Manufacturer narrative:
Correction: FDA evaluation codes with regards to MDR followup #1 provided.

Manufacturer narrative:
The battery charger 2 board was returned to the manufacturer for analysis. The charger 2 board passed functional bench output testing. Visual inspection noted led's lighted as expected, and that the capacitors were leaking. The tester installed the board on a test imaging system and the board functioned as expected. Charging, system ready, 2d and 3d imaging were all successful. The charger 2 board was found to be fully functional. The reported event could not be duplicated by medtronic personnel.